Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, it was noted that blood was observed in the start-up kit (suk) and the saline bag had decreased. The thermogard console (serial #unknown) generated an alarmed. The catheter placement was into the patient's femoral vein. The cool line catheter (lot #unknown) suspected to be leaking and it was removed. A new catheter was placed to continue with therapy. No consequences or impact to patient. Please see the following related MFR report: MFR 3010617000-2021-00814 for thermogard console.

Manufacturer narrative:
The reported complaint of a icy catheter leak was confirmed during functional testing. A bonding leak was observed at proximal end of medial balloon during pressure leak test. The probable root cause could be due to a latent defect of the bond. Upon visual inspection, no physical damage was observed on the catheter. Noticed blood residues in the balloons and luered tubings. The returned catheter was connected to the pressurized inflation device and upon pressurizing the catheter up to 100 psi, a bonding leak was observed at proximal end of medial balloon. Thus confirming the reported complaint. During manufacturing, all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot number 149259.